Event description:
It was reported that during a total laparoscopic hysterectomy procedure, as the surgeon was finishing "scything" with the device on her last transection across the uterosacrals, the top jaw broke in half. The device was removed with the trocar and as both were removed from the patient, a piece of the broken jaw fell to the floor. No part of the device was left in the patient. They switched to the harmonic hook (already plugged in) to finish the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was received with part of the upper jaw broken off from the instrument and the ptc missing from the jaws. Additionally the cable was cut. The upper jaw was detached from the instrument, functional testing could not be performed due to the returned condition of the instrument (cut cable). The instrument was additional inspected and there is evidence of the remaining jaw components. Based on the additional information the components did not fall off inside the patient. A possible cause of the top jaw detached is grasping tough and/or oversized tissue; or not closing the jaw during placement in the trocar.

Manufacturer narrative:
(B)(4) 2012. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.